Event description:
It was reported when the patient presented to the clinic for routine follow-up, nonsustained ventricular tachycardia episodes revealed lead noise. Lead noise may have led to myopotential oversensing. Increased pacing threshold was observed. The lead was capped and replaced. No further information is available.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.